Manufacturer narrative:
(B)(4). A motor error alarm occurred during the occlusion test due to a faulty force sensor resistor. The insulin pump passed the idle current test, the run current test, the self test, the off no power test, the unexpected restart error test, the basic occlusion test, the prime test, the excessive no delivery test, the displacement test, and the rewind test. The insulin pump's motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a recurring motor error alarm. Blood glucose level at the time of the incident was not provided. The customer stated that the insulin pump was exposed to high magnetic fields. The drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. Displacement test was performed and passed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.